Event description:
It was reported there was lead noise. The device was explanted and replaced. The patient was stable.

Manufacturer narrative:
(B)(4). The reported field event of noise was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found. The cause of the noise could not be determined.